Event description:
Customer reported the system locked up, and couldn't reboot, and intermittently trips breakers. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor and fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint number.